Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the customer had high and low blood glucose level. The customer¿s blood glucose level at the time of incident was over 600 mg/dl. The customer¿s current blood glucose level was 136 mg/dl. The customer reported that the customer¿s blood glucose level was going from over 600 mg/dl to 50 mg/dl in a matter of the last week. The customer was treated with pump for blood glucose level. The drive support cap was normal. The customer removed reservoir and ran manual prime and the insulin exited. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit was received with cracked case at the display window corners and display window. Unit was received with minor scratched display window and case.